Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that after a fall the patient's system was auto reducing and unable to enter MRI mode. Further investigation revealed that the patients lead had high impedances. Surgical intervention was undertaken on an unknown date where the entire system was explanted.